Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1. 178 mg/dl and 89 mg/dl 2. 350 mg/dl and 150 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.